Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield separated on a bd ultra-fine¿ insulin syringe prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: two investigations were carried out. First investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g syringe in an open poly bag from lot # 7107884. Customer states that the cap was detached. The syringe was returned with the shield separated from the rest of the syringe and the syringe exhibited adhesive runoff onto the hub. CAPA 91661 was initiated by the holdrege plant to address adhesive runover sample was forwarded to manufacturing (holdrege) on 13apr2018 for further review. Second investigation summary: on 17apr2018, holdrege received one (1) 0.5ml, 12.7mm, 29g syringe in to an opened polybag for batch # 7107884. All samples decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(6), similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause determined to be a missing cannula on the needle lines during manufacturing of this batch. When a hub fails cannulation on the needle lines, the adhesive that was intended for that part is generally found to be applied to the next part in the rack. This causes adhesive run-over, which after the hub assembly is shielded, can lead to shields being difficult to remove or not completely seating on the device. CAPA 91661 was initiated by the holdrege plant to address shield difficult to remove/adhesive run-over and its associated root cause(s). Batch# 7107884 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch# 7107884. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200695525] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7107884 based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.